Event description:
Falsely elevated carbon dioxide (co2) results were obtained on two patient samples on the atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on the original and alternate atellica ch 930 analyzer. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated carbon dioxide (co2) results were obtained on two patient samples on an atellica ch 930 analyzer. The siemens customer service engineer (cse) was dispatched to the customer site. During this visit, the cse replaced cuvette segments a, b, g, h, I, and j, and ran quality control(qc). Then, the customer ran quality control and all other results, which were passed and acceptable. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00310 on 27-nov-2023 and first supplemental MDR on 11-jan-2024. Additional information (29-jan-2024): the patient comparison study recovered within specifications and was accepted by the customer. Siemens determined that an instrument malfunction, which was addressed with the activities mentioned in the initial and first supplemental report, potentially contributed to the event. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00310 on 27-nov-2023 additional information (19-dec-2023): in subsequent visits, the customer service engineer (cse) performed multiple troubleshooting activities to address the erroneous results. The cse ran calibrators; removed and cleaned the drain; primed the dilution arm and instrument; replaced and primed the pumps on the dilution arm; replaced the dilution mixer, tubing, and a valve; addressed the clogged dilution probe tubing; performed alignments; aligned sample mixer; and ran empty/fill reaction ring, autocheck, and a precision study, which recovered acceptably. Patient comparison studies were also performed and an evaluation of the patient comparison studies is underway. The cause of the event is unknown.